Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address metal sensitivity, high ion levels, and pain. Update: 5/22/13 - litigation papers received. Litigation alleges discomfort. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation. Update: 5/20/2013 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 25 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of pinnacle ppf records and implant sticker sheet. Ppf alleges metallosis and metal wear. Stem was added due to previous alleged high metal ions. Doi: (B)(6) 2010; dor: (B)(6) 2011; right hip.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.